Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: palliative team prescribed subcutaneous (sc) morphine 20mg in 20ml normal saline to be administered at 0.2mg/hour via syringe pump. The afternoon shift staff commenced the infusion at 1805 hours. During the 2030 hours handover, sn rachel noted the syringe contained 19ml. However, when she checked again at 0030 hours, the volume remained unchanged at 19ml.